Manufacturer narrative:
Follow-up #1: date of submission 8/11/16 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: black box shows no evidence of short battery life. One low battery warning observed in the black box on (B)(6) 2016 through normal battery usage. Pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Battery compartment threads damaged. Current draws within specifications. A "battery life" was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump had a cracked battery compartment and a power issue. There was no allegation of an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery it is unable to be resolved.